Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat 6 aspiration catheter (cat6). During the procedure, the physician felt resistance while advancing the cat6 through the non-penumbra sheath. The physician attempted two passes, despite the resistance, however, then removed the cat6. Upon removal, the physician noticed that the tip of the cat6 was flattened. The procedure was, therefore, completed using an indigo system cat 8 aspiration catheter and a larger sheath. There was no report of an adverse effect to the patient.